Event description:
Cartridge change error was reported by the customer, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, where they were instructed to inspect various components and clean the pneumatic tap area, and subsequently perform a complete pump reset. Following these actions, the customer successfully loaded the cartridge onto the pump and resumed insulin delivery.